Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted, however, during the tip protector removal the luer lock cap could not be removed from the winged female. The reported condition was verified. The cause of the condition was due to assembly technique during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end cap on one end of the "y" of a one-link non-dehp y-type standard bore catheter extension set was "seized" and could not be removed. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.